Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: (B)(4) user's test strip had poor storage.(kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 191 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: a 153mg/dl (B)(6) 2017 06:42 am fasting: yes. A 127mg/dl (B)(6) 2017 08:56 am fasting: yes. A 191mg/dl (B)(6) 2017 10:03 am fasting: yes. A 129mg/dl (B)(6) 2017 09:53 am fasting: yes. A 114mg/dl (B)(6) 2017 07:36 am fasting: yes. Memory concerns: customer is concern with all these results. Customer states that she have only been using it for 3 weeks ago.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 191 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: customer is concern with all these results. Customer states that she have only been using it for 3 weeks ago.